Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing a pod on the abdomen between 49 and 71 hours. On (B)(6) 2026, patient reported high blood glucose readings and administered additional insulin. Patient subsequently experienced a hypoglycemic seizure, requiring ambulance transport to the hospital where medical evaluation, including CT scan of the head and chest x-ray were performed. Patient alleged the event was related to pod failure. Patient was released the same day after a two-hour evaluation. After pod removal, patient reported the cannula was bent.